Event description:
Cannula broke off in the left side of t9. Broken piece could not be retrieved.======================manufacturer response for cannulas, kyphopak express 15/2 (018328) (per site reporter).======================rep was in the room.